Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the bottom of their cassette during dwell 2 of 3 of their treatment. There were no alarms reported during the treatment. The fluid appeared to be leak from the bottom of the cassette (exact location unknown). It was confirmed that there was no fluid present on any part of the cycler, especially the cassette door. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, and was able to complete their pd therapy. The pdrn confirmed that the leak was coming from the tubing of the cassette. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.